Manufacturer narrative:
The original equipment manufacturers (OEM) investigation confirmed the c-33 error. The investigation found a malfunctioning high-frequency printed circuit board to be the cause of the issue. It was replaced and the error ceased. Unrelated to the failure/issue: the monopolar/bipolar sockets were found to be worn and were replaced. A technical safety check was performed on the unit to confirm that all features were functioning properly. The electrosurgical unit was calibrated and met specifications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The iesu was evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the issue when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vio integrated electrosurgical generator unit (iesu) had intermittent interruption errors c00 and c30. The procedure was completed with no reported injury. At this time, it is unknown if the customer completed the procedure with the same iesu or with another generator.